Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the device indicated that there were past stored episodes of non-sustained ventricular tachycardia that showed t-wave oversensing (twos) on the right ventricular (rv) lead, which are no longer present. The rv lead remains in use. No patient complications have been reported as a result of this event.